Manufacturer narrative:
Device was returned for evaluation. Complaint was not verified, as device was not evaluated for reported malfunction due to sieve bed saturation. Device was scrapped, as the device was beyond repair due to sieve bed saturation.

Event description:
The dealer stated the unit will shut down with the 3 and 4 alarm. The dealer stated that sometimes the unit will shut down without an alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the unit will shut down with the 3 and 4 alarm. The dealer stated that sometimes the unit will shut down without an alarm.